Event description:
It was reported to philips that the device failed operational testing for the ECG leads and the unit powered on with a red "x" in the rfu indicator. There was no patient involvement reported.